Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited a monitoring voltage of 2.59v. There is a concern that the battery is depleting faster than usual.